Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f94 alarm (configuration option settings checksum is not 0). This event occurred when the customer plugged in the device into the outlet prior to patient use. There was no patient involvement. No additional information is available.